Manufacturer narrative:
.

Event description:
The hcp reported that the pt's pain was not controlled and the pt was unresponsive to increases in pump rate. The pump was delivering morphine sulfate (10.0mg/ml), bupivacaine (40.0mg/ml), baclofen (100.0ug/ml), and droperidol (300.0ug/ml) at 2.25mg per day. The pt had an infection (signs/symptoms were not reported) at the pump site. The pump was explanted (date not reported). The pt recovered without sequela.